Event description:
Two days ago, a "red" alert came into device clinic from boston scientific latitude remote ICD monitoring system indicating an elevated right ventricular (rv) lead impedance and non-sustained vt (which was actually noise from the fracture). The patient was brought into office the following day, as he had a medtronic sprint fidelis lead. Noise was seen on the lead since it was noted by remote monitoring and impedance was > 2000 ohms. The patient was seen by the electrophysiologist. The device tachy therapy was shut down to prevent inappropriate charging and shocking by the defibrillator. The patient was admitted emergently and external defibrillator pads were placed for lead change out the day after admission. The patient had a satisfactory outcome.====================== health professional's impression======================a surgical procedure was required to cap the fractured rv ICD lead and to implant a new ICD lead.====================== manufacturer response for lead, sprint fidelis======================too soon to receive response.